Event description:
On (B)(6), 2011, user facility medwatch (B)(4) was received from the FDA reporting the following event. Event desc: during the procedure, the distal portion of a robotic surgical instrument - harmonic curved shears - used for davinci surgery detached from the instrument for unknown reason. A thorough search of the patient's uterus was performed. One piece of the shears were found but the other piece of the shears was not found - even on x-ray.

Manufacturer narrative:
Multiple attempts with the site have been made; however, at the time of this report, the instrument has not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received.